Event description:
I had a bi-lateral mastectomy on (B)(6) 2013 with allergan natrelle expanders place immediately after surgery. I developed an infection while healing and the ps told me to continue using (B)(6) soap w / triclosan to clean the incision. I also used 1% silver sulfadiazine cream the ps prescribed after she was convinced that it could possibly be the (B)(6) soap. As the expanders were being filled with the saline each office visit, I experienced pain all over my body. It was hard to get out of bed each morning. I just thought it was due to surgery. The pain would continue after a few months with extreme fatigue. I had immediate hair loss and continue to lose my hair every day. Drs blamed it on surgery. It never improved. I never had chemo or medication for cancer since my drs got to the cancer early. On (B)(6) 2013 I had trouble with urinary incontinence and it felt as though my bladder was coming out. I had a previous sling done in 2009. The urologist did a scope test and found nothing, he referred me to a urinary incontinence specialist for exercises. I have never had a urinary tract infection, but had all the symptoms. Since my expanders were replaced w/ natrelle silicone implants on (B)(6) 2013. I continue to have urinary symptoms along with urine that smells unusual. Still no infection found. I also continued to have a lot of right shoulder and neck pain. I thought it was due to age and being a dental assistant. The pain continued to get worse. Now I have pain from my shoulder, right "foob" area, down through my armpit to the inside of my arm to my fingers. By the end of the day, it's very painful. I have a right "foob" burning sensation all the time now. I have been through physical therapy several times. I developed problems with swallowing and choking and had to have testing done (B)(6) 2014. I have tried to adapt my eating and drinking to avoid some of those problems. I've had sinus problems off and on. My liver enzymes are up since I had implants. I had an ultrasound done, so my (B)(6) grad primary dr could rule out (B)(6). She is a great dr and understands what I've been through. She was very disappointed that I chose implants after a bi lateral mastectomy. I chose them hoping for a quicker recovery time, so I could get back to work. My memory and concentration, along with fatigue, dizziness, dry eyes. I recently saw my ophthalmologist and discussed my severe dry eye problem. Could it be from my implants? I have only had them 5 years now. Problems since the expanders were placed. When I was diagnosed in 2013 with lobular carcinoma, I was in perfectly good health. Always tried to eat right, never ever smoked. Since I had the implants placed, I'm depressed all the time and don't want to have my house. Seems like each day there is some odd symptoms that shows up and no dr can figure out what's wrong.